Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. It was observed that there were some alerts in the transmission that were not triggered. It was discovered that the alerts were turned off. Programming changes were recommended. There were no patient consequences.